Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. A patient reported that she had a blister under one of the ECG electrodes. The patient reported that the blister had been rubbed, causing it to open. The patient applied a bandage to the blister. The medical outcome of the blister is unknown.